Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead tip was found bent, which probably occurred during the surgery during the implantation procedure due to mechanical stress. The deformation probably led to the observed difficulty to retract the fixation helix during the repositioning procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead required a repositioning procedure 1 day post implantation. During the procedure the lead tip was found deformed and the fixation helix could not be retracted. The lead was explanted and replaced.

Event description:
It was reported that the lead required a repositioning procedure 1 day post implantation. During the procedure the lead tip was found deformed and the fixation helix could not be retracted. The lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes.-